Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from the date the manufacturer was made aware.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively and explanted ipg will not be retuned, as it was kept by the medical facility.